Event description:
Info received on 8/7/96, difficult activation of a pump. Attempts were made to activate the device but they were not successful. The dr bent the pump and thought he felt a pop but the device did not activate. After 3-5 attempts the dr felt that the pt was sore and decided not to make any more attempts. A revision surgery is scheduled for 9/13/96.